Manufacturer narrative:
Through visual inspection, the technician confirmed the retaining ring was missing. A missing retaining ring would cause the device to come apart. The device was scrapped at the manufacturer.

Event description:
It was reported during sterilization at the user facility the sagittal saw attachment came apart. No additional information was reported from the user facility.

Event description:
It was reported during sterilization at the user facility the sagittal saw attachment came apart. No additional information was reported from the user facility.